Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the cerelink icp monitor (826820) "does not start anymore". Patient was connected to a new monitor there was reportedly an hour delay in procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The cerelink icp monitor (826820) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the cerelink icp monitor found that the device failed to turn on due to a defect in the digital board. Additionally, the battery was beyond its expiration date and was replaced. The device passed all safety and functional tests per the manufacturer's specification. Root cause analysis: the reported complaint was confirmed. It was determined that the likely root cause of the issue was a defective digital board. Additionally, the reported failure could be caused by personnel unaware of proper use of the device.